Manufacturer narrative:
This emdr is being submitted for an unknown number of quantities based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced leakage issue at the insertion site and the adhesive was wet but needle was still in the body event on (B)(6) 2026.